Event description:
The home monitoring dept was notified that this pt's implantable device was removed due to mrsa infection. The following physician's office could not be reached. The biotronik rep had no info regarding the device removal and confirmed that the following physician's office was not aware of the event. The pt directed contact to his daughter, who confirmed that the system was removed due to mrsa infection on the leads. This removal happened at the clinic. The clinic refused to release info regarding this event to biotronik. The exact date of explant is unk. The system was retained by the hosp. MDR 1028232-2009-01205; setrox s 53, MDR 1028232-2009-01206.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the MFR of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc, were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.